Event description:
Physician's office reported, "syringe exploded". Follow-up findings: needle totally disengaged and collagen spilled from syringe. There was no injury to patient or staff. This event is being reported because if the event were to recur there is potential for injury.